Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was contamination found on the blue (+5v) wire in ECG "d". The cause of the non-functional ECG and the test failure is the contaminated wire in the ECG. The root cause of the contaminated wire was unable to be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.